Event description:
It was reported that post implant the patient experienced dizziness. It was also noted that the right ventricular (rv) lead dislodged, there was high rv threshold, and loss of capture. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.